Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of multiple cases opened for cracked lenses. Additional information has been requested.

Manufacturer narrative:
On initial MDR the h8 ¿initial use¿ was submitted in error, it should have been ¿reuse of reusable device¿ in the original MDR. A sample was not received at the manufacturing site for evaluation for the report of cracked/scratched lenses; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).